Manufacturer narrative:
The shell and liner were returned assembled. Attempts to disassemble the shell and liner were unsuccessful. Dimensional evaluation could not be performed due to the condition of the returned devices. Device history records were reviewed for the lot codes of the shell and liner. No deviations or anomalies in the manufacturing process were noted. Review of the returned liner articulating surface showed scratches, indicative of third body wear. The liner and shell are an approved and compatible combination. The compatibility with the additional devices in the construct such as the stem and head could not be verified. Review of complaint history identified no prior complaints for the part-lot combination associated with the returned shell and liner. Review of recall status of the shell, verified that this device does not fall within the scope of the recall. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It could not be verified if the third body wear of the liner, caused or contributed to the reported issue. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient underwent a total hip revision. Prior to the procedure, a radiolucent line and cup migration was noted.